Manufacturer narrative:
The reported event of an rf telemetry anomaly was confirmed. Visual inspection showed a weld anomaly that was found on the rf module, which resulted in the reported field event. The observed weld anomaly was caused by a manufacturing anomaly.

Manufacturer narrative:
The reported event of an rf telemetry anomaly was confirmed. Visual inspection showed a weld anomaly that was found on the rf module, which resulted in the reported field event. The observed weld anomaly was caused by a manufacturing anomaly.

Event description:
During device preparation, interrogation of the device was not possible. Abbott technical support was contacted and suggested disconnecting the rf antenna then reconnecting it before interrogating the device. Interrogation of the device was then possible after following the suggestion. The physician elected to replace the device to resolve the event. There was no patient involvement.